Manufacturer narrative:
Corrected information was provided in section b.5 and h.6. Additional information was provided in section d.9, h.3. (B)(4).

Event description:
An ophthalmic surgeon reported that an ophthalmic operating system exhibited with cutting issue with actuation failure of cutter probe during vitrectomy surgery. Surgery was completed on the same day. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an ophthalmic operating system exhibited with no aspiration and cutting issue with actuation failure of cutter probe during vitrectomy surgery and pneumatic module was failed. Surgery was completed on the same day. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. A nonconforming pneumatic module was replaced to address the issue, and the module was retuned for investigation testing. The system was then tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints, found as part of this investigation. The pneumatic module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was calibrated into a system. No system messages were displayed during startup. The vit cutter was functional during the vitrectomy surgical test. The returned pneumatics module passed all the required tests. The reported event was not confirmed. The returned sample was working as intended. The root cause of the reported cutting event is attributed to the wear/reliability of the pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).